Manufacturer narrative:
A remaining fragment from the device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history record, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of eight products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
During an abdominal aneurysm surgery performed on (B)(6) 2013, the graft was reported to leak. Clotting was done by patient's blood to complete the surgery. The graft remained implanted. No patient injury was reported.